Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis in 2012, gestational diabetes in 2009, ectopic pregnancy in 2008, lumbago, neck pain, musculoskeletal chest pain, nausea, vomiting, vertigo, headache, mood altered, stress, allergic rhinitis, miscarriage, bipolar disorder, nicotine dependence and high risk sexual behavior. Family history: hypertension: maternal grandmother. Previously administered products included for prevent pregnancy: nexplanon from 2011 to (B)(6) 2014 and depo provera in 2011. Concurrent conditions included obesity, viral meningitis, accidental injury, depression, pain in arm, whiplash injury, concussion, sciatica, insomnia, hordeolum externum, effusion (r) knee, pain ankle, cellulitis and breast cyst. Concomitant products included alprazolam since (B)(6) 2018, buspirone, escitalopram, hydrocodone, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), naproxen, paracetamol (tylenol), prednisone, sertraline and venlafaxine since (B)(6) 2018. In 2015, the patient experienced fatigue ("fatigue"). On(B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2017, the patient experienced tooth fracture ("teeth rotting, breaking") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced urticaria ("hives on abdomen every month during menstrual cycle"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), anxiety ("psych injury/anxiety"), hypersensitivity ("hypersensitivity") and abdominal infection ("abdomen infection"). The patient was treated with antibiotics, phentermine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, allergy to metals, dermatitis allergic, anxiety, hypersensitivity, tooth fracture, abdominal infection, uterine leiomyoma and weight increased outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, heavy menstrual bleeding, urticaria, abdominal distension and migraine had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal infection, abdominal pain, allergy to metals, anxiety, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, migraine, tooth fracture, urticaria, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, general abnormal bleed and psych injury. Current weight 243 lbs. 4 coils were visible on the right and 6 coils remained on the left. Date(s) of removal: (B)(6) 2018 (discrepancy noted) per pif. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test unknown: bilateral occlusion. Total bilateral occlusion. There was no passage of contrast into the fallopian tubes or spill of contrast seen. Oblique images were also obtained. The patient tolerated the procedure well. There were no complications. Bilateral tubal obstruction was confirmed. Pregnancy test - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2021: no new information was received, then mention the update of both imdrf/FDA codes as the only change. Mr received: no new information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('general abnormal bleeding') in a (B)(6) year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis in 2012, gestational diabetes in 2009, ectopic pregnancy in 2008, lumbago, neck pain, musculoskeletal chest pain, nausea, vomiting, vertigo, headache, mood altered, stress, allergic rhinitis, miscarriage, bipolar disorder, tobacco user and high risk sexual behavior. Family history: hypertension: maternal grandmother. Previously administered products included for prevent pregnancy: nexplanon from 2011 to (B)(6) 2014 and depo provera in 2011. Concurrent conditions included obesity, viral meningitis, accidental injury, depression, pain in arm, whiplash injury, concussion, sciatica, insomnia, hordeolum, effusion (r) knee, pain ankle, cellulitis and breast cyst. Concomitant products included alprazolam since (B)(6) 2018, buspirone, escitalopram, hydrocodone, hydrocodone bitartrate; paracetamol (norco), hydrocodone bitartrate; paracetamol (vicodin), naproxen, paracetamol (tylenol), prednisone, sertraline and venlafaxine since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2017, the patient experienced tooth fracture ("teeth rotting, breaking") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced urticaria ("hives on abdomen every month during menstrual cycle"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/ skin condition"), anxiety ("psych injury/ anxiety"), hypersensitivity ("hypersensitivity") and abdominal infection ("abdomen infection"). The patient was treated with antibiotics, phentermine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, allergy to metals, dermatitis allergic, anxiety, hypersensitivity, tooth fracture, abdominal infection, uterine leiomyoma and weight increased outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, urticaria, abdominal distension and migraine had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal infection, abdominal pain, allergy to metals, anxiety, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, tooth fracture, urticaria, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, general abnormal bleed and psych injury. Current weight (B)(6) lbs. 4 coils were visible on the right and 6 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test unknown: bilateral occlusion. Total bilateral occlusion. There was no passage of contrast into the fallopian tubes or spill of contrast seen. Oblique images were also obtained. The patient tolerated the procedure well. There were no complications. Bilateral tubal obstruction was confirmed. Pregnancy test - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anxiety. Most recent follow-up information incorporated above includes: on 23-sep-2019: pfs & mr received - case becomes incident. Lot number was added. New events abdominal pain, abnormal bleeding (vaginal, menorrhagia), hives on abdomen every month during menstrual cycle, teeth routing, breaking, fatigue, bloating, abdomen infection, migraines / headaches, uterine fibroids and weight gain were added. Event onset date were added. The outcome of event dysmenorrhea (cramping) was updated from unknown to recovered. Explant date was added. Concomitant drugs, lab data and medical history were added. Patient's height, weight ,age and race were added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('general abnormal bleeding') in a 24-year-old female patient who had essure (batch no. C18705) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pyelonephritis in 2012, gestational diabetes in 2009, ectopic pregnancy in 2008, lumbago, neck pain, musculoskeletal chest pain, nausea, vomiting, vertigo, headache, mood altered, stress, allergic rhinitis, miscarriage, bipolar disorder, nicotine dependence and high risk sexual behavior. Family history: hypertension: maternal grandmother. Previously administered products included for prevent pregnancy: nexplanon from 2011 to (B)(6) 2014 and depo provera in 2011. Concurrent conditions included obesity, viral meningitis, accidental injury, depression, pain in arm, whiplash injury, concussion, sciatica, insomnia, hordeolum externum, effusion (r) knee, pain ankle, cellulitis and breast cyst. Concomitant products included alprazolam since (B)(6) 2018, buspirone, escitalopram, hydrocodone, hydrocodone bitartrate;paracetamol (norco), hydrocodone bitartrate;paracetamol (vicodin), naproxen, paracetamol (tylenol), prednisone, sertraline and venlafaxine since (B)(6) 2018. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal distension ("bloating"). In 2016, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2017, the patient was found to have uterine leiomyoma ("uterine fibroids"). In 2017, the patient experienced tooth fracture ("teeth rotting, breaking") and migraine ("migraines / headaches"). In (B)(6) 2018, the patient experienced urticaria ("hives on abdomen every month during menstrual cycle"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), dermatitis allergic ("rash/skin condition"), anxiety ("psych injury/anxiety"), hypersensitivity ("hypersensitivity") and abdominal infection ("abdomen infection"). The patient was treated with antibiotics, phentermine and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, dyspareunia, allergy to metals, dermatitis allergic, anxiety, hypersensitivity, tooth fracture, abdominal infection, uterine leiomyoma and weight increased outcome was unknown, the dysmenorrhoea, vaginal haemorrhage, menorrhagia, urticaria, abdominal distension and migraine had resolved and the fatigue was resolving. The reporter considered abdominal distension, abdominal infection, abdominal pain, allergy to metals, anxiety, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hypersensitivity, menorrhagia, migraine, tooth fracture, urticaria, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she received treatment for dysmenorrhea, dyspareunia, general abnormal bleed and psych injury. Current weight 243 lbs. 4 coils were visible on the right and 6 coils remained on the left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: essure confirmation test unknown: bilateral occlusion. Total bilateral occlusion. There was no passage of contrast into the fallopian tubes or spill of contrast seen. Oblique images were also obtained. The patient tolerated the procedure well. There were no complications. Bilateral tubal obstruction was confirmed. Pregnancy test - on (B)(6) 2015: negative. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.